Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw (50929a2062), was then prepared per the instructions for use (IFU), inserted, and placed laterally on the mitral valve. However, while establishing final arm angle (efaa), the clip continuously opened to roughly 45 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A third clip, a mitraclip xtw (51006a2077), was then prepared per the IFU, inserted, and was advanced under the valve. However, while positioning the clip, the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck, attached to both leaflets and chordae. A fourth clip was then inserted and deployed on the mitral valve. The procedure was completed with three clips implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.